Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the sleep current test, active current test, and self-test due to blank display. Test p-cap locks properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to blank display. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case (battery tube), cracked case-corner of belt clip rails, and serial number label missing. Cosmetic damage was confirmed at the battery compartment and label. Blank display was confirmed during testing due to a misaligned battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the battery tube side, and device labels, including the serial number and dome label stickers, were reported as missing, removed, worn, faded, or damaged following usage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.